Event description:
During an AED deployment the user was unable to get the device to recognize the pads.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported based on the customer's description of the event.